Event description:
The customer reports a falsely elevated architect stat troponin-I assay result for one patient. No result values were provided. The customer noted that they have been observing that on occasion the assay will generate an initial positive result and retest below their cut-off value (specifically, samples received from the emergency room). As a result, the patients are hospitalized for an additional three (or more) hours for observation. The customer uses serum samples for testing. Patients are administered heparin prior to sample collection for troponin-I testing (length of time between the administration of heparin and sample collection not provided). No other impact to patient management has been reported by the customer.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4) resulting in increased hospitalization time. (B)(6).

Manufacturer narrative:
To evaluate assay performance, an internal troponin-I panel was tested with reagent lots 45388un12 and 60232un12. In-house retained reagents and materials were used for testing. The troponin-I panel is made from human plasma and is targeted to a known concentration. The panel tested within specification, which demonstrates that the assay can accurately detect a known concentration of troponin-I. The customer issue is sample specific. The samples in question were retested and generated the expected results. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect stat troponin-I assay package insert contains information to address the customer current issue. Based on the current evaluation, it can be concluded that the architect stat troponin-I assay is performing acceptably. A product malfunction was not identified. Catalog#, size code changed from 02k41-20 to 02k41-28. This customer uses a cut-off value of 0.032 ng/ml.